Event description:
He customer reported that during preparation for use, the image was blurry and there was noise. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The suspect device was sent to olympus for evaluation. Inspection and testing confirmed the report of a blurry image. A review of the device history record found no deviations that could have caused or contributed to the blurred image. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the following are the probable causes: the entire image was blurred due to damage to the charge-coupled device unit, the entire image was blurred due to a sliding error of movable length range that occurred in the zoom scope, blurring of the entire image occurred within the allowable range, or the entire image was blurred due to damage or deformation of the connector. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: operation manual, inspection of the endoscopic system. Operation manual important information please read before use warnings and cautions. Olympus will continue to monitor field performance for this device. In addition, the play of the up/down and right/left knobs was out of standard due to wear of the angle wire, the adhesive on the bending section cover was chipped due to chemical/physical stress. The connecting tube was wrinkled due to the resin being cracked due to chemical stress applied during reprocessing. The universal cord was wrinkled due to the resin becoming detached/deteriorated. The objective and light guide lenses were cracked due to a shock caused by dropping and knocking. The device to a hard surface. The light guide lens was discolored due to deterioration caused by chemical stress. The scope connector cover was deformed due to physical stress. The image was foggy due to damage on the charge-coupled device unit caused by moisture entering the objective lens. There were white dots in the image due to damage on the charge-coupled device unit. The device leaked due to deformation of the grip, and the electrical connector was corroded due to water leakage. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.